Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). The customer reported that they suspected that they have samples that are false positive. Field service was not dispatched. They stated that 1:10 samples were false positive. Complaint was closed due to no reoccurrence after 60 days. The complaint is unconfirmed with the information provided. Root cause cannot be determined with the information provided. No parts were returned to bd. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. (B)(4).